Event description:
It was reported that device had an alarm - failure to alarm and/or logic board errors. It was not related to alarm recall from this year. According to the customer the pumps may arrive with a tag that has details as to the problem with that particular pump. Although requested, no further information has been provided.

Manufacturer narrative:
Correction: d10. Although the complaint of alarm (800.8000) was not reproduced during testing, the proximate cause was identified as the compact flash card inserted in slot ¿a¿ not functioning correctly. ¿ review of the pcu logs showed multiple general operating system failure (800.8000) errors between 16 january 2020 and 18 february 2020. The errors occur just prior to the pcu being powered on. ¿ software engineering determined the compact flash card inserted in slot ¿a¿ was not functioning correctly. They specifically pointed to the ¿boot loader¿. ¿ compact flash card manufacturing date: december 2014. ¿ inspection showed an extra screw was found loose inside the case. ¿ testing did not reproduce the system error. Inspection: the pcu was received in fair condition. The instrument seal was observed missing. Crush marks were observed on the plastic isolation ribs of the male iui. Battery missing three (3) of the rubber feet. An extra screw was found loose inside the case. Dried fluid was observed inside front keypad. Battery date code: 1738 (september 2017). Compact flash card manufacture date: december 2014 the proximate cause of the complaint of alarm (800.8000) is believed to be the result of a failure in the boot loader specifically in the compact flash card. Device history review: review of the pcu (sn (B)(6)) service history record showed the device had a manufacture date of (19jum2015). A review of the device service history record was performed beginning from the date of manufacture to the present date (04aug2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the pcu.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that device had an alarm - failure to alarm and/or logic board errors. It was not related to alarm recall from this year. According to the customer the pumps may arrive with a tag that has details as to the problem with that particular pump. Although requested, no further information has been provided.